Event description:
The intraoral x-ray unit fell off the wall during use and hit the patient in the face and head.

Manufacturer narrative:
An onsite inspection was conducted based on this incident. It was determined that a shorter lag screw was utilized in place of the provided 90mm lag screw for securing the x-ray unit to a 2 x 4 wood constructed wall. The 2.5 inch lag screws that were used did not provide sufficient retention force of the machine resulting in the top lag screw pulling from the wall while the arm was fully extended. Labeling provided with this product describe the manufacturer's proper installation practices. As a result of the improper installation by the service technician, the patient experienced a slight cut with bleeding inside the patient's mouth. No medical intervention was required and the patient claimed to be fine.